Event description:
During passage of a jl4 catheter, the distal tip portion detached from the catheter, it broke in two pieces. This event occurred before the product entered the patient's body and the sheath.

Manufacturer narrative:
While advancing a 4f infiniti jl4 diagnostic catheter along a wire, "the distal part was partially detached from the catheter". This occurred before the catheter was advanced through the sheath and into the patient's body; no patient injury occurred. No pre-existing damage or abnormal handling was reported. The product was not returned for evaluation. A review of the manufacturing records could not be done without a lot number. Without return of the actual product involved, it is not possible to confirm the complaint or determine what factors may have contributed to the event.